Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed. Sc-2108-50m sn: (B)(4). Device evaluation indicated that visual inspection found that the leads were cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure. X-ray inspection found no cable features. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The physician believed that the infection was not device related and was unable to determine if its procedure related. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 14529 / 15543, model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The physician believed that the infection was not device related and was unable to determine if its procedure related. The patient underwent an explant procedure and was doing well postoperatively.